Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 218 was a single occurrence and could not be reproduced during in-house testing. Further technical evaluation determined that the system fault 75 was due to a calibration fault. The pneumatic block was recalibrated to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.